Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented for routine follow-up, non-sustained rv oversensing due to post-paced t-wave oversensing was observed. The patient was called in clinic and programming changes were made. No symptoms were reported.